Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins died ¿probably on thursday night¿ and they were unable to charge the ins until saturday. They stated that when they attempted to charge the ins, the por (power on reset) message appeared on the screen. It was indicated that it was an informational por. The patient attempted to connect their patient programmer with the ins to clear the por during the call, but the patient was getting the warning ins low screen and they were unable to bypass the por. The patient was advised to charge the ins prior to trying to clear the por with the programmer. The patient stated they would call back if assistance was needed. No symptoms were reported. It was reported that the even to of the ins dying occurred probably thursday night ((B)(6) 2018) and the por occurred on (B)(6) 2018. No further complications were reported/anticipated.